Manufacturer narrative:
Contact office correction: 3000 minuteman rd. (B)(4) . A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator went vent inop with a watch dog timer error. There was no patient involvement.

Manufacturer narrative:
The unit was repaired by the biomedical engineer due to unit is not cover under warranty. The biomedical engineer replaced the motor controller board to address the reported problem. Per biomed the unit is now back in service.